Event description:
Procedure: lobectomy. According to the report: the doctor mentioned the patient had an infection after a lobectomy. After left and right lobectomy the patient was re-operated due to high fever and redness on the skin. The second surgery was performed 21 days after the initial surgery on both sides. The suture was removed on both sides. The suture was placed on the muscle and subcutaneous tissue. According to the doctor, upon visual inspection of the suture, there did not appear to be a significant change in the appearance and the structure.